Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. The customer also reported that they received no delivery alarms for the last five days. Customer stated that the cannula was bent at the infusion set. Customer was advised to reconnect tubing to quick release and assisted in performing 5 units fixed prime. Customer stated that the insulin was exited. The customer was advised that site may had occluded and need to change entire set. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.